Manufacturer narrative:
Integra has completed their internal investigation on 28 nov 2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: inspection of the received valve revealed a damage of the valve sole, torn with a hole. No other anomaly was detected. The device history records of ref 909707s, lot 194526, were reviewed and did not reveal any anomaly. The batch was manufactured in march 2016 and included (B)(4) valves. No similar complaint was received for a product from this batch. Upon review of integra¿s complaint system from january 2013 ¿ november 18, 2016, a total of (B)(4) complaints (including this one) for osv ii valve systems have been reported for obstruction or overdrainage after implantation procedure. The distribution is as follows: three (3) in 2013, two (2) in 2014, two (2) in 2015, three (3) in 2016. No trend is observed. (B)(4). Conclusion: the complaint is verified, the received valve is damaged and leaks. After the final pressure/flow test, no cutting tools are used in manufacturing, there is only the packaging step: the manufacturing process cannot release such a damage valve. The tear of the sole was likely made during the implantation or during the explantation procedure. No further investigation nor corrective action is deemed required.

Event description:
A (B)(6) year old female patient was implanted with the 909707s osv ii valve on (B)(6) 2016 for white hydrocephalus. The valve was being checked and noted to be not working and thus explanted on (B)(6) 2016. Another valve was not implanted at that time. There was no patient injury as a result of the device problem. No other information was provided.